Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07737. It was reported that the burr became stuck on the rotawire. The 90% stenosed, 6x4.2mm target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). During the procedure, it was noted that the burr was twined together with the rotawire. The procedure was completed with a different device. No patient complications reported and patient's condition was stable.